Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived onsite to address the reported event. Fse confirmed the reported event via the error log. Next, fse replaced the bent sampling needle assembly with one the customer had on site. Further inspection revealed that the y1-axis to sample loader alignment was off by 35 step counts. Fse adjusted y1-axis to the sample loader. Fse was subsequently able to run several patient samples without errors. Fse also verified that the tube piercings were all aligned. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 14aug2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The g8 operator's manual under chapter 6- troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 708 x1-axis error explanation: operation error in x1-axis. Countermeasure: inspect x1-axis. Inspect x1-axis. Execute sl rotate. The most probable cause of the reported event was due to misalignment of the y1-axis to the sample loader.

Event description:
It was reported that the customer experienced 708 x1-axis errors with their g8 analyzer. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.